Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by patient that they were in a car accident back on (B)(6) 2017 and since then they have had a return of symptoms and has needed to adjust programmer settings several times. They also had low back pain. Patient was advised to follow up with healthcare professional (hcp) about symptoms. No further complications were reported or anticipated.